Event description:
It was reported that the right ventricular (rv) lead exhibited failure to capture due to lead dislodgement. On (B)(6) 2025, the lead was explanted and replaced. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).